Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that patient complications occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, st segment elevation occurred due to air bubble. The procedure was completed using the original method and device and the patient is expected to fully recover.